Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had revision of pr evious l5-s1 fusion. It was reported that approximately three months after the surgery, the patient fell from a height of about 4 feet and twisted their body, which led to the set screw from the right side s1 screw popping off. Post-operatively, the patient suffered from back pain and continued back/leg pain. The damaged products were explanted. No further complications were reported.

Manufacturer narrative:
H3: product analysis of part # 5540030, lot # unknown visual and optical inspection conformed wear on the threads of the set screw. Functional inspection confirmed the set screw was able to be threaded in the bone screw saddle and tighten a sample rod without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review: axial CT shows metallic artifact for screws. An object construct with c set screw appeared to be located between the two screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.